Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device that the pca had a thermal event with burn marks. There was no report of patient harm or injury. There was no report of medical intervention. The device was returned to the third-party service center and the service center found that the pca has a burned component on it and ui bezel interior has burned marks. Noted error codes e015 (err_cycle_handler_overrun) and e200 (err_rtos_abort_error), also found blower box, blower, bower outlet seal/isolator, inlet/ outlet seal was contaminated and need to be replaced. Additionally, the pollen filter needs to be added as part of preventive maintenance. The unit will be returned to the manufacturer's product investigation lab for further investigation.